Manufacturer narrative:
The retained and returned samples of the complained lot have been inspected visually and tested electrically. Both groups of samples failed the electrical tests. The root cause of this defect is still under investigation. However, in the course of the investigation concerning MDR 8020045-2015-0048, it was recently determined that several models sharing a certain design and manufacturing process have a high probability to develope a defect. We have therefore decided to perform a recall of these models. Based on this determination we have reevaluated this complaint and do now believe it is linked although it was not initially obvious. We have therefore decided to report this incident. Any further findings in the investigation will be reported as follow-up reports to MDR 8020045-2015-00048 only.

Event description:
On (B)(6) 2015, we have been informed about an incident involving ECG electrodes. The customer complained that "the electrodes were losing contact during testing and there appears to be minimal gel on the electrode. They have stated the packets are not stored in sunlight and they are experiencing 2/10 good dots per test and are therefore experiencing a substantial amount of wastage". The distributor stated "there was no risk to any patients in this instance".